Event description:
Esophageal perforation during egd of a female patient. Physician performed baseline egd, and then attempted to use the us endoscopy advance capsule endoscope delivery device. Patient admitted to hospital due to complaints of pain and was later diagnosed with an esophageal perforation following a gastrographin study. No surgical intervention was required. The patient was subsequently released following IV antibiotic treatment and a repeat gastrographin study.

Manufacturer narrative:
The device was discarded by the user and; therefore, the company is unable to perform a failure analysis or determine whether the device met its specifications. In addition, the physician has discretion to determine whether the endoscopic use of the device can be safely achieved in light of the patient's anatomy and condition. At this time, us endoscopy does not have sufficient information to determine whether the patient's age and pre-existing conditions played a role in the injury.